Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing, resulting in inappropriate anti-tachycardia pacing (atp). Technical services (ts) was contacted, and ts discussed possible causes, suspecting electromagnetic interference (emi). The crt-d system remains in service. No adverse patient effects were reported. Additional information was received indicating the crt-d was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing, resulting in inappropriate anti-tachycardia pacing (atp). Technical services (ts) was contacted, and ts discussed possible causes, suspecting electromagnetic interference (emi). The crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing, resulting in inappropriate anti-tachycardia pacing (atp). Technical services (ts) was contacted, and ts discussed possible causes, suspecting electromagnetic interference (emi). The crt-d system remains in service. No adverse patient effects were reported. Additional information was received indicating the crt-d was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.